Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9291999. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that 5 pegasus 24ga x 0.75in ss slm npvc catheters leaked blood at the septum and safety device during use. The following information was provided by the initial reporter, translated from chinese to english: "there was blood leakage at the septum and the safety device also had blood leakage, this inccident happened in the first infection department."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 pegasus 24ga x 0.75in ss slm npvc catheters leaked blood at the septum and safety device during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was blood leakage at the septum and the safety device also had blood leakage, this inccident happened in the first infection department".